Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. The complained devices have not been returned for investigation and the reported failure mode could therefore not independently be confirmed. No clinical supporting documents have been provided for the inclusion in the medical assessment. A thorough medical assessment could therefore not be conducted. Three out of five batch numbers in scope have been communicated. No deviations from the standard manufacturing process were revealed for these batch records. Sterilization was conducted according to procedure and within specification. Based on available information the root cause for the reported infection cannot be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith and nephew will continue to monitor the devices for similar issues. The complaint will be reopened should additional information or the complained devices be received.

Event description:
It was reported that a revision surgery was performed due to infection. Primary surgery was performed on (B)(6) 2019. Patient left hip wound would not heal and was infected. Patient had a washout and debridement prior to first stage revision on 7/3/19, acetabular implants and femoral component were removed. Antibiotic cement spacer implanted.